Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.:the device was received for analysis with the stent detached from the delivery balloon and stored in a plastic container. An examination of the delivery balloon found a clear impression on the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. An examination of the actual stent found that the stent was bunched at one end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage and stent dislodgment occurred. While they were removing the stent cover from the 16mm x 4.5 veriflex stent delivery system (sds), it was noted that the stent became crushed then the stent came off the stent delivery balloon. The device did not enter the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage and stent dislodgment occurred. While they were removing the stent cover from the 16mm x 4.5 veriflex stent delivery system (sds), it was noted that the stent became crushed then the stent came off the stent delivery balloon. The device did not enter the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is fine.